Event description:
Patient was on bipap [bilevel positive airway pressure]; rn [registered nurse] called charge rn to report patients o2 saturation was dropping from 95% to 88%. Upon arrival bibpap machine said "no o2 flow," charge rn checked the wall o2 outlet and discovered the o2 flow meter in room was not working and switched o2 flow meter on other side of wall.